Event description:
It was reported that during the procedure in the right internal carotid artery, a 10x40 rx acculink stent was deployed distally and a 10x40 rx acculink stent was deployed proximally. An attempt was made to remove the rx accunet filter using the recovery catheter; however, the filter became caught on the distal stent. The filter was ultimately removed by pushing and pulling the recovery catheter but in doing so, the distal edges of the distal stent became damaged. An unsuccessful attempt was made to advance an unspecified balloon catheter to dilate the distal edges of the stent. The procedure was completed. Within a week of stent implant (specific date unknown), ultrasound revealed abnormal velocities. Computed tomography revealed that the distal edge of the stent showed a stenosis. The stent was surgically removed on (B)(6) 2012. Reportedly, the patient has done well post-surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A 10x40 rx acculink referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.